Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 575 mg/dl. The customer stated that she had changed the infusion set earlier but still experienced high blood glucose levels. Upon admission, she was treated with intravenous insulin twice and discharged; however, she returned 6 hours later with a blood glucose reading of 225 mg/dl. She complained of high dehydration, which her doctor advised was causing the high blood glucose. Upon inspection, it was found that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.